Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020 with blood glucose of 191 mg/dl. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The customer reported other events such as vomiting, nausea and blurry vision. The customer also reported that they experienced hyperglycemia. The customers blood glucose level was 67 mg/dl and 687 mg/dl. The drive support cap was normal. They performed displacement test and it gave no reservoir. The device will not be returned for analysis.